Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced irritation at the ipg pocket due to the size of the ipg. As a result, surgical intervention occurred to explant and replace the ipg, which resolved the issue.